Event description:
The port was placed 9/6/96 via the right subclavian vein. Two rounds of chemotherapy were administered, but blood could not be aspirated from the port. On 11/18/96, the dr removed the port because it could not be aspirated. Upon removal, the catheter was found broken off about 1cm from the port stem.